Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing separated from the adapter during use. The following information was provided by the initial reporter, translated from (B)(6): "collaborator performed venipuncture with intima 22, and at the time she performed the clamping, the device was improperly disconnected".

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue was not confirmed upon inspection of the photos. The reported failure mode can not be confirmed because the defective sample was not returned for investigation. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing separated from the adapter during use. The following information was provided by the initial reporter, translated from portuguese: "collaborator performed venipuncture with intima 22, and at the time she performed the clamping, the device was improperly disconnected".